Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had bolus anomaly. The customer¿s blood glucose was unknown. There was a modification on the bolus wizard amounts which was reducing delivery by 10% each time and confirmed the patient was using the bolus wizard each time. The modification was being done by the user but would need a carelink upload to confirm they will ask to upload to carelink personal and call. The product will not be returned for analysis.